Event description:
It was reported that the rv lead was having fluctuating superior vena cava impedances. The lead is still in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. However, performance data was collected from the device and analyzed. Analysis revealed that there was one patient alert for the svc (superior vena cava) (hvx- high voltage x) lead z equal to 102 ohms on (B)(6) 2012 03:00:02. The weekly high voltage measurement log data show varying impedance and increase for min and max svc equaling 54 to 72 ohms range between (B)(6) 2010 and (B)(6) 2012.